Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 8 weeks after having an antibiotic nail for infection, the patient was returned to the or on (B)(6) 2015 for an intra medullary nailing of the tibia. During the procedure, a 4.0mm locking screw was inserted from the anterior to the posterior for better reduction narrowing the canal. The locking screw also helps steer and guide the reaming rod in the right direction. During reaming and prior to insertion of the nail, the reamers passed the screw engaging the screw repeatedly; removing a small section of the screw. The surgeon was well aware of the risks and decided to continue with reaming. During nail insertion, the screw broke. A part of the screw was retrieved while a small portion was left in the patient. The reduction was good and alignment and fixation was achieved. There was a 3 minute delat and the procedure was successful. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The date of infection is unknown, but the breakage of the device and retained fragments occurred intra-operative on (B)(6) 2015. Product investigation summary: one of the following device(s) was received: 4.0 mm locking screw (part 04.005.422 / lot unknown) only a portion of the broken implant was returned. The break sit is smooth and appears to have been reamed away, which is consistent with the complaint description. The damage has been caused by the method of use, rather than the design of the product. A visual inspection, functional test, and drawing review were performed as part of this investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned device is determined to be suitable for its intended use when employed and maintained as recommended. The associated drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Per the complaint description, the cause of the complaint is that the surgeon reamed through the screw during implantation, therefore the method of use is the root cause. The device broke intra-operatively and was not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.